Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was a device malfunction. Potential adverse events with the benchmark intracranial access system include dissection and is included in the labeling. Therefore, it was determined that the reported dissection was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a medical procedure in the left internal carotid artery using a benchmark 6f 071 delivery catheter (benchmark dc). During the procedure, the physician advanced a benchmark dc containing a preloaded benchmark select catheter (benchmark select) into the left internal carotid artery. While advancing, the patient experienced an instant dissection by the benchmark select. Therefore, the benchmark select was removed and replaced with a microcatheter. The physician continued to use the benchmark dc and attempted to cross the dissection but was unsuccessful and decided to end the procedure. The dissection caused a delay in the procedure and low blood flow to the patient.

Manufacturer narrative:
Outcomes attributed to adverse event was unintentionally left blank on the initial MFR report and is being filled out on this follow-up #1 MFR report.

Manufacturer narrative:
Please note that minor details regarding the reported complaint and a device name were updated. Therefore, section box 5 describe event or problem is being updated on this follow-up #2 MFR report. Please also note that a correction was made to the following section: section box 1. Brand name lastly, please note that the following sections were inadvertently left blank on the initial and follow-up #1 MFR reports and are being completed on this follow-up #2 MFR report: section d. Box 2. Common device name; section box 5. Operator of device.

Event description:
The patient was undergoing a medical procedure in the left internal carotid artery using a benchmark 6f 071 delivery catheter (benchmark dc) packaged with a select catheter (select). During the procedure, the physician advanced a benchmark dc containing the preloaded select into the left internal carotid artery. While advancing, the patient experienced a dissection by the select. Therefore, the select was removed and replaced with a microcatheter.